Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13967. It was reported that when the asymptomatic patient presented in clinic, oversensing was noted on the right ventricular (rv) lead. The previous programming changes improved the biventricular pacing percentage but rv oversensing continued to occur. The oversensing could not be improved with further programming. No intervention was performed. The patient was stable and will continue to be monitored.